Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) which led to pacing inhibition and asystole greater than two seconds. Initially the medical personnel thought that the noise was electromagnetic interference (emi), however the noise was only on the rv channel. Boston scientific technical services (ts) reviewed and found that there had been no other stored episodes of noise. Ts suggested reaching out to the patient to see if a source of emi was possible. No adverse patient effects were reported.